Event description:
Baxter affiliate reports one incident of uveitis (or iridocyclochoroiditis). Patient was hospitalized for six days in 2001 with the following symptoms on admission: fever, articular pain, vertigo, ocular symptoms, leucocytosis. Diagnosis was acute iridocyclitis, bilateral hypoacusia and vestibular syndrome. As of 2001 otovestibular parameters have improved and ocular symptoms resolved.